Event description:
Pt undergoing groin angiography with closure using perclose device. Pt had extensive scar tissue at left groin site causing difficulty using perclose device. After passing device into left ilio-aortic segment, surgeon was unable to remove needles. Manipulation of catheter disconnected the hub from the catheter. Pt required surgical removal of catheter.